Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified a broken device next to it, what appear to be syringes filled with gel are observed, it is not confirmed that it is complete. Device analysis performed through photographs. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture the device has been explanted. This record relates to the left side.